Manufacturer narrative:
H3 other text : device not returned for evaluation.

Event description:
It was reported during anterior communicating artery (acom) aneurysm procedure when the subject stent was prepared to be deployed at the treatment site, the radiopaque marker band on the subject stent device was not visible under digital subtraction angiography (dsa). The subject stent and microcatheter were removed from the patient. When the physician deployed the subject stent on the table, the radiopaque marker was seen. The subject stent was replace and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during anterior communicating artery (acom) aneurysm procedure when the subject stent was prepared to be deployed at the treatment site, the radiopaque marker band on the subject stent device was not visible under digital subtraction angiography (dsa). The subject stent and microcatheter were removed from the patient. When the physician deployed the subject stent on the table, the radiopaque marker was seen. The subject stent was replace and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was found to be deployed. The operator withdrew the microcatheter and pushed the stent out from microcatheter. The stent was found to be deformed. The ro markers are visible and intact. The distal part of the sdw was found to be kinked/bent. The stent introducer sheath was not returned. Functional testing was not performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on the analysis results. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'moderately torturous'. The device was analyzed. The stent was found to be deformed. All ro markers were present and intact. The sdw was found to be kinked/bent. It is probable that the moderately tortuous anatomy may have caused these damages. The stent introducer sheath was not returned. An assignable cause of not confirmed will be assigned to the reported event of the ro marker(s) detached/separated/not visible under fluoroscopy as the issues were not confirmed during the analysis. Controls within the quality system ensure that all product is manufactured in accordance to the device master record (dmr). An assignable cause of procedural factors will be assigned to the analyzed damage of the stent delivery wire (sdw) kinked/bent and stent deformed as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.